Event description:
Pt died as a result of an "infected permanent pacemaker pulse generator with generator erosion". This was a medtronic guidant lead. Pt did not have the sprint fidelis leads. The fact is that the pacemaker she did have, was installed in 2004 and had to be replaced in 2005. According to the operative report, this was because of an "infected permanent pacemaker pulse generator with generator erosion". As a result, pt was released into hospice care in an almost comatose like state from the hospital and died within the month. However, she was in good health. She lived in her own apartment in assisted living, dressed herself daily, and participated in many activities at the center. As the legal representative for her estate, I wish to pursue a case of negligence against medtronic.